Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue part) of the twist clamp on a minicap extended life pd transfer set; further described as ¿not working¿. This occurred during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer returned two (2) samples with product code r5c4482 for evaluation with a white connector attached to each of the female connectors. A visual inspection with the naked eye noted the dark blue female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d4 (lot#): there were two (2) suspected lot numbers h22b02048 and h21f09052. Additional information was added to h6 (type of investigation) and h10. H10: a batch review was conducted and for lots h22b02048 and h21f09052 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.